Event description:
It is reported that after the removal of the dressing seven days post knee replacement surgery an intact blistered area was noticed on the left side of the patients' right knee measuring 7cm by 3cm resulting in the removal of the dressing and replaced with a xeroform dressing.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on july 28, 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.